Event description:
Sling implanted due to urinary incontinence (bladder leakage when sneezing, coughing, lifting heavy objects 35 lbs or more, etc.) Since the bladder sling was implanted (B)(6) 2012, I have had daily diarrhea, pelvic pain that feels like an electrical shock through the pelvic area, and intercourse so painful that I have asked my spouse to "please, just stop." We have only had intercourse, once since the surgery eight weeks following surgery. It was so painful that first time that I am afraid to try again. Also, urinating is painful, and it takes several minutes to empty my bladder. I contacted my physician several weeks following surgery to complain about the most prevalent complaint-diarrhea, and he put me on lomotil and flagyl for twelve days, but to no avail. What do I do now?